Event description:
Edwards has learned through follow up with the healthcare provider that the patient was assessed and the echo showed low coronary heights, the valve was functioning and the leaflets were coapting although there was some stenosis. Due to the low coronary heights being small it was determined that the patient was not a good candidate for valve in valve intervention. It was reported that the patient is opposed to open heart surgery, so no intervention will be taken.

Manufacturer narrative:
Stenosed, thickened leaflets. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, the clinical observations could not be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately eleven (11) years and nine (9) months, exhibited severe aortic stenosis and thickened leaflets during echocardiogram. Patient , who has experienced shortness of breath, is being considered for transcatheter valve-in-valve intervention.